Event description:
Report received indicated the pt developed a "u" shaped irritated area to skin immediately adjacent to stoma at the 6 o'clock position. Pt states he developed a lead around the product and "did not change soon enough", which resulted in irritation. No further info was provided and the pt outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented if from three different product applications. The report states that there are no significant trends.